Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. Pump received without the original pump belt clip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll when attempting a bolus delivery. Customer's blood glucose was 120 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.